Manufacturer narrative:
Findings: pump was received with completely broken reservoir tube lip, cracked reservoir tube window and cracked case at display window corner. No missing reservoir tube o-ring noted.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. Customer states that the reservoir slot is broken. The customer's blood glucose level was 122 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.